Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Dentist office called in - reporting a patient started whitening her teeth at home 2 weeks prior. The morning after her first night of whitening, she woke up with swollen lips. Dentist personnel advised the patient to discontinue the kör desensitizer permanently. The patient discontinued use of the (B)(4) desensitizer permanently, and all swelling was completely gone within four days.